Event description:
It was reported through review of programming history that a faulted system diagnostic occurred at an office visit and the patient left the office at unintended settings. The settings were corrected at the following visit and no adverse events were reported as a cause of the unintended settings.

Manufacturer narrative:
Analysis of programming history.